Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. Three devices were received. Two events were confirmed. One device was found to be affected by non-stryker repair. One device was found to be affected by a damaged component. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events, in which the devices were reportedly leaking. There was no patient involvement; no patient impact.